Event description:
The manufacturer received information alleging a patient with a dreamstation 2 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on available information at this time, the patient¿s daughter called stating her mother passed away last night she was not using her CPAP, device the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. If any additional information is received, a follow up report will be filed.